Event description:
Boston scientific received information that that a huge hematoma was found after the pocket closure but a pocket revision was made. A revision procedure was also made on the right atrial (ra) lead due to dislodgement . The ra lead was repositioned successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.